Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) taking an extended time to pair with the sensor, and pairing was retried after toggling cgm settings, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.